Manufacturer narrative:
Updated fields: a2, a3a, a4, a5, b3, g3, g6, h2, h6 (clinical and impact codes), h11. Additional information received: date of incident: november 12, 2025. What type of procedure/surgery was the device used for? C1-2 posterior instrumented fusion. What revision/medical intervention was performed during the incident? Patient assessment and staple applied to the laceration. Faulty mayfield removed from circulation, and a different mayfield was obtained for the procedure. Was there a delay in surgery due to product problem? Small delay associated with assessment and care of the laceration and obtaining a different mayfield for placement. Were there any patient adverse consequences because of the delay? No. How was the procedure completed? The procedure was completed with a different mayfield. Please provide patient outcome. The patient appeared to tolerate the procedure well, was extubated, and sent to pacu in stable condition for recovery.

Event description:
N/a.

Manufacturer narrative:
The mayfield infinity skull clamp (a1114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit shows that the clamp does have a slight rotational movement in the lock; however, this would not cause it to come unlocked when put under pressure. When the clamp was properly positioned and put under pressure, it does not move. Since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and noted minor signs of use and there was some debris/residue noted on the torque screw threads. No other issues were observed. To resolve the observed issues, all worn components were replaced, and general maintenance and cleaning were performed. Root cause - the complaint is not confirmed as the investigation was unable to duplicate slippage. The clamp does have a slight rotational movement in the lock, but when it is properly positioned and put under pressure, it would not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield infinity skull clamp (a1114) moved and loosened. The patient was pinned and flipped in typical manner and when tucking the patient in prone position, the head holder moved even when locked and was not holding the locking mechanism. They readjusted, unlocked, relocated and tried again and it rotated again this time and the entire mayfield loosened, then skived. Very little pressure was applied to the system either time, and the pins were firmly in the skull with 70lbs pressure noted before and after flipping. There was unknown patient injury.